Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, when resecting sigmoid colon, after clamping the device into the tissue, and when the surgeon attempted to fire the device, the blade did not advance. They then used another device to resolve the issue in order to complete the case. There was no patient injury.